Manufacturer narrative:
This report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for a removal surgery for garden 1 fracture with the confirmed bone head necrosis . During the surgery, the implant was removed successfully without delay reported. The patient outcome was unknown. This complaint involves four (4) devices. This report is for (1) unk - screws: locking. This report is 4 of 4 for (B)(4).